Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 520 mg/dl while wearing the pod for 4 and 24 hours on the hip/buttocks. The needle mechanism did not fully retract as intended. Treatment included 4 shots, each shot was 2 units.

Manufacturer narrative:
The received device had the cannula assembly partially deployed. The formed needle was visible in the exposed portion of the soft cannula and the linkage assembly, seen through the top housing, was partially deployed. Upon removal of the top housing, the needle mechanism fully deployed; the pink slide insert moved forward and was fully supported by the catch beam, the formed needle retracted and the cannula deployed. Score marks on the underside of the top housing were observed, indicating interference between the linkage assembly and top housing. This interference, caused by a linkage assembly misalignment, resulted in the partial deployment of the needle mechanism and the needle not retracting. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. (Device available for eval: yes, date returned to mfg: 7/31/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.